Manufacturer narrative:
The field representative indicated a portion of the lead will be returned for analysis. This report will be updated should further information become available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 102 mm from the terminal pin, the proximal segment only was returned. Laboratory testing was unable to reproduce the reported clinical observations of impedance issue. The insulation breach that was noted at the revision procedure was confirmed, electrocautery damage was noted in the lead insulation 90-95 mm from the terminal pin, and was induced from the procedure.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased impedance measurements and thresholds over the past six months. There was no evidence of noise and the sensing was good and stable. The physician elected to replace the lead. The lead was surgically abandoned and an insulation breach was noted. There were no additional adverse patient effects reported.